Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated in the mount and no issues were observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform sim vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer received a "replace sensor" message after 7 days of wearing the freestyle libre 2 sensor and was therefore unable to test. Customer experienced a loss of consciousness and required treatment of glucagon by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "replace sensor" message after 7 days of wearing the freestyle libre 2 sensor and was therefore unable to test. Customer experienced a loss of consciousness and required treatment of glucagon by her husband. There was no report of death or permanent injury associated with this event.